Event description:
The user facility reported blood leaking from reservoir out port during an operation. Follow up communication with the user facility reported the following information: the reservoir cannot be replaced during surgery; they attached film tape to stop the leak; blood was still leaking a little bit; the surgery was completed successfully; and there was no impact on the patient.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. (B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that a port adaptor had been attached to the reservoir outlet port and fixed to port by a film tape being put around the joint. There was no break either on port or on the port adaptor. The reservoir was rinsed and dried and subjected to another visual inspection. No visual anomaly or break was noted. The reservoir was filled with saline solution in the maximum amount to be pooled (=3500ml). A leak was noted at the joint between the port adaptor and port. The port adaptor was held on the larger bore side where there are some ribs on the outer circumference, screwed in to port and tightened securely to port. The reservoir was then filled with saline solution in the maximum amount to be pooled (=3500ml) and left in this state for 6 hours. There was no leak at the joint between the port adaptor and port. The port was subjected to dimensional examination and confirmed to meet the manufacturing specifications. Simulation testing was conducted. The port adaptor with the white cap attached on it was fixed to port by the white cap being held and screwed till the port adaptor would not be screwed in to port any further. The white cap was removed from the port adaptor and a tube was attached to the port adaptor. Based on an assumption that the tube may have been subjected to a pulling force while the circuit was built up during the set-up or by the roller pump during priming, the tube was pulled in the lateral direction so that the joint between the port adaptor and port could be subjected to an external force. As a result, a leak occurred at the joint. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there was no production related problems. A search of the complaint file found no similar report with the involved product code/lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).